Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, lot# n305837004, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (500mcg/ml at 3.15mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that explant occurred sometime in (B)(6) 2018. The patient was weaned down to 3.15mcg/day. The patient no longer wanted therapy. The event date was unknown. The manufacturer representative later reported that the explant was in (B)(6) 2018, "unknown when." It was titrated down and turned off for explant. The therapy no longer helped, the patient saw no change. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.